Event description:
Analysis of the returned pusher wire, found the device to be broken.

Manufacturer narrative:
A review of the device history record was performed on this batch and no issues or discrepancies were found. The device history record showed that this device met all required specifications. Based on the investigation and information provided, there is no indication that the released device, labeling or packaging failed to meet its specification. The device was returned for analysis; the coil was attached to a partial section of the pusher wire. Analysis of the coil found that the coil was stretched and lost its shape at the proximal end. No further anomalies were noted to the coil. The pusher wire was found to be in two pieces. Further information obtained from the site found that the pusher wire did not break during the procedure, but may have been broken "while it was being washed with water post procedure to take a look at the stretched portion of the coil." With the information obtained and the analysis of the returned device, the most probable root cause is operational context.